Event description:
Reportedly, a non-sustained arrhythmia episode showing ventricular noise oversensing was recorded on (B)(6) 2018. The ventricular lead impedance measurements were within normal range. The noise could not be reproduced during the following tests, performed during the follow-up on (B)(6) 2018: isometric test, patient moving the left arm up and down, implant site pressed with the programming head.